Event description:
Customer reported noticing a blank screen on the display of his freestyle navigator continuous monitoring system's receiver. He further reported replacing the batteries but the problem continued so he stopped wearing the system on (b)6) 2010. It was further reported that on (b)6) 2010 the customer experienced a loss of consciousness after stepping out of the shower. Paramedics were called, checked his blood glucose (reading not provided) and administered a glucagon injection. Customer also self-treated with food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained. Additionally: during troubleshooting with customer service, customer was asked to remove the batteries and repeat the installation procedure at the prompting of the agent. After the customer performed the repeat installation the blank screen issue was resolved.

Manufacturer narrative:
The receiver was returned and investigated. Visual inspection observed broken battery contact, the receiver did not power on with button depression and strip insertion during initial testing due to broken battery contact. Although , the receiver did not power on, per label copy the user is instructed to call customer care.